Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The plunger head was full of contamination. The top case was cracked down from handle. There was a check clutch/ plunger lever error in the event history log. Customer stated problem was verified during occlusion tests. The technician checked clutch and motor rate error appeared. The calibration was in factory specification. No calibration was required. The root cause of the reported issue was found to be clutch half's which cleared the up the problem for check clutch error, worm coupling and gear for motor rate error. Replaced clutch half's left and right, leadscrew and spring as a preventative measure for check clutch error. Replaced worm coupling and gear for motor rate error, which was over 5 years old.

Event description:
It was reported that an occlusion test alarm, check clutch, plunger lever, motor rate error and needs calibration. No patient injury was reported.